Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 1 patient sample tested for thyrotropin (tsh), free thyroxine (ft4) and free triiodothyronine (ft3). The customer had compared results from their e 170 analyzer to an external laboratory where a lumipulse analyzer was used. The customer provided the sample for investigation. Of the data provided, erroneous ft4 and ft3 results were identified between the customer's e 170 analyzer, a lumipulse analyzer, an e 170 analyzer used at the investigation site and an e411 analyzer used at the investigation site. It is not known if erroneous results were reported outside of the laboratory. This medwatch will cover ft4. Refer to medwatch with patient identifier (B)(6) for information on the ft3 erroneous results. Refer to the attached data for patient results. No adverse event was reported. The e 170 analyzer serial number was (B)(4). The e411 analyzer serial number was (B)(4). The ft4 reagent lot number used at the investigation site was 180539 with an expiration date of 10/2015. The serial number for the customer's e 170 analyzer was (B)(4). A specific root cause could not be identified. There was not enough sample volume left to complete the investigation.